Event description:
Small bowel obstruction, dense adhesions: a 49-year-old female patient rec'd seprafilm following an exploratory laparotomy with lysis of adhesions on february 28, 1998. The seprafilm was applied in the pelvis under the abdominal incision. At 10 days post-operatively, a CT scan showed definite transition points in the pelvis and an abdominal x-ray confirmed recurrent small bowel obstruction. On post-operative day 14, the patient required a second laparotomy. Extensive dense adhesions were found requiring small bowel resection. The treating physician reported that the adhesions were at a location where she assumed the seprafilm had been applied, although she was not present when the seprafilm was applied. The reporting physician also reported that, "she removed all the seprafilm which was leatherly-like in appearance." The reporter indicated that a pathology report noted adhesions (no seprafilm or other foreign material were noted). On march 25, 1998, the patient was on solid foods and discharged from the hospital. The reporting physician indicated she felt the event was definitely related seprafilm usage.